Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified; wear abrasion, creases fold, opening linear on anterior and yellow particles. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported right side "hematoma, ecchymosis, mobility, tenderness, warmth and a mildly thickened capsule." Device has been explanted.

Manufacturer narrative:
Reason for reoperation was implant exchange. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved opening, yellow particles. A leak test was perform and were found two openings. A microscopic analysis identified: two curved striated openings on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported that during surgery, it was noted the right side was overfilled, there were ¿particles in valve", and "slightly torn valve strap¿.